Event description:
A generalized e-mail message was received from a depuy mitek agent stating that a surgeon had had 2 cases with post-op infections. Although the surgeon used mitek products in each of the 2 cases he is not making a direct correlation between the adverse event and the mitek products.